Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via social media stated that her oral-b brush heads kept coming loose from the hand piece while brushing. No injury was reported.

Event description:
Female consumer via social media stated that her oral-b brush heads kept coming loose from the hand piece while brushing. No injury was reported. 17-nov-2021 product update: the suspect product was updated to oral-b power rechargeable toothbrush handle 3764. No injury was reported.

Manufacturer narrative:
17-nov-2021 product investigation results: after the investigation, the handle is the suspect product and the refill is the concomitant product. Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.